Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11749. It was reported, the pt no longer had stimulation in his legs. Reprogramming was unable to resolve the issue. An x-ray showed the lead had migrated downward, and the anchor was still in place. Follow up identified surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.